Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Blood glucose was 512 mg/dl which was addressed with a bolus via pump after all supplies had been changed.